Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined; however, factors that may contribute to material ruptures include, but are not limited to, material damage, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. Difficult to advance/position may be attributed to several factors including, but are not limited to, product placement technique, guiding catheter support, anatomical conditions, condition of the guide wire, interaction with accessory devices, damage to the catheter, patient disease state, or interaction with previously placed stents. There was no damage noted to the stent delivery system (sds) during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is possible the device may have interacted with the moderately calcified, mildly tortuous, 90% stenosed lesion during advancement, as resistance was noted, causing the reported difficult to advance. Further interaction with the challenging anatomy during positioning of the stent may have contributed to the reported material rupture; however, based on the information provided and without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo moderately calcified, mildly tortuous left anterior descending artery lesion with 90% stenosis. A non-abbott bdc was used to pre-dilate the vessel without issue. The 3.5x18 mm xience skypoint drug eluding stent (des) was prepared before patient use as per the instructions for use without issue. Slight resistance was noted while crossing the lesion. During the first inflation at 6 atm, the balloon ruptured. The des was removed with the stent still mounted on the balloon. A new 3.5x23 mm xience skypoint des was implanted without issue. Two non-abbott balloon dilation catheters were used for post-dilation without issue and the procedure was completed. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.